Event description:
Procedure type: lap hernia repair. According to the reporter, details provided were: balloon broke promptly upon inflation. Opened new device. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation, etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of over 500 cc. The surgical time was not delayed by more than 30 minutes. No device fragment fell into the patient. No fragment of the device left in the patient.

Manufacturer narrative:
(B)(4).